Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining lipped tibial bearing 12mm x 79mm/83mm catalog #: 183562 lot #: ni, biomet cc I-beam tibial tray 79mm catalog #: 141225 lot #: ni, unknown biomet arcom 3 peg patella 34mm catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced a femoral fracture after a fall approximately four (4) years following left knee arthroplasty. No additional patient consequences were reported.